Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the reload could not be inserted to the 12mm trocar. The trocar was replaced, but the issue remained. So another stapler was used to complete the case.